Manufacturer narrative:
The device history record for the reported lot number, m7074l606, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual complaint product was not returned for evaluation. All information reasonably known as of 24-apr-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). No device returned.

Event description:
It was reported that when aspirating the patient, while the suction system was closed to the tracheostomy tube, air escaped through the polyethylene jacket, noting a clear leakage. No injures were reported. Additional information received 11-apr-2018 stated the distributor believed that the catheter was exchanged but they could not confirm. No additional information was received.